Manufacturer narrative:
This report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore review of the device history record could not be performed. Attachment: katarina bjorses, md, et al; "kissingstents in the aortic bifurcation - a valid reconstruction for aorto-iliac occlusive disease", published eur j vasc endovasc surg (2008) 36, 424-431.

Event description:
Device malfunction: none. Time of symptoms/ae: during procedure/post-procedure. Symptoms/ae: arterial rupture, embolization, hematoma, occlusion, restenosis, mi, and surgical/non-surgical intervention. The following events were noted through a periodic article review. One hundred seventy three consecutive pts were treated with kissingstents for aortic occlusive iliac disease (aoid) between 1995 and 2004 at a tertiary referral center. The objective was to evaluate outcome and patency predicting factors of kissingstent treatment for aoid. Zero -30 day complications consisted of 3 distal embolizations, 1 renal embolization, 2 external iliac artery ruptures immediately treated with covered stents, 1 rupture of the aortic bifurcation due to a slow growing hematoma which required surgical intervention, and 1 anterior myocardial infarction. Long term follow-up (mean 36 months) revealed some pts developed re-stenosis in the treated segments and were re-dilated or re-stented, a total late occlusions occurred, of which nine pts were successfully re-canalized and re-stented, and some pts were treated with bypass surgery due to stent occlusions. The remaining some occluded pts were not re-vascularized due to limited symptoms or poor pt status. There is no direct correlation between the adverse events and the brand/manufacturer.